Event description:
The customer reported that the reservoir was leaking past the o-rings more than a week ago. The customer stated that the insulin leaked into the reservoir compartment, and there is no longer moisture in the reservoir. The customer stated that the reservoir was disposed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.